Event description:
The surgeon inserted a 3-piece silicone lens model aq2010v. The lens was inserted and removed since an anterior capsule tear occurred. The contact stated an anterior vitrectomy was performed and there were no other pt injuries. The contact stated the cause of the capsule tear was unknown and a staar phacoemulsification machine was not used.